Event description:
It was reported following successful deployment of this filter, removal of the guidewire met with resistance. The introducer sheath was readvanced to stabilize the filter. Continued manipulation attempts resulted in unravelling of the guidewire and subsequent detachment of the outer sheath. The inner core of the guidewire was cut at the skin site and left in the pt, remaining attached to the filter. No retrieval of the detached wire segment was attempted or is planned. Filter placement was successful and no pt complications resulted from this event. Follow up revealed this pt was a terminal pt and expired 5 days post filter placement of their pre-existing condition which was unrelated to this event. Follow up indicated the guidewire used for filter placment was a "j" tip wire and not the wire included in the filter kit. Co believes the choice of guidewire may have contributed to this event. However, co cannot determine the exact cause for this event. Directions for use state: "to avoid insertion difficulties or filter misplacement, always fully advance the included .035" guidewire to a point beyond the desired implant site. To avoid placement difficulties, advance the sheath/dilator over the included guidewire."